Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Devices are used for treatment medical records were not provided. No further investigation is required as this issue is known and addressed in previous corrective action (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign - italy. D10: associated products: item reference:01.00214.052, item name:metasulâ® duromâ®, component for acetabulum, uncemented, 52/ã¸ 46, code l, item lot:2477491. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2023-00338. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient underwent revision of hip implant due to metallosis and coxarthrosis. Due diligence is in progress for this complaint; to date no additional information or product has been received.